Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. Cross cutting staple line marks were also observed on the mylar cutting ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of the device. A microscopic examination of the device displayed nicks on the knife bl ade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap lar, the device outer staples were not deployed after firing, anvil did not tilt after firing. The surgeon was uncertain if the tissue was well anastomosed. It was decided that the patient to have fistulization in order to resolve the issue. The surgery extended for more than 30 minutes. The patient is alive with injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. A microscopic examination of the device displayed (B)(6) on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.